Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after receiving shocks. Device failed to convert the arrhythmia. The patient was not reported to be otherwise symptomatic. Low high voltage lead impedance and a drop in r-wave sensing were noted. It was discussed that this alert indicates an issue with the hv lead and the physician may wish to consider revising the lead. No further information available, system remains implanted.